Manufacturer narrative:
Device was used for treatment not diagnosis. These fields were submitted in error. After further review, this file has been deemed non-reportable by post market risk management.

Event description:
It was reported that a small battery drive stopped working. The device was not being used in a surgery. There was no patient involvement. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem confirmed; the device would not power up during testing. This condition was likely due to normal component wear out from use over time. Device returned to synthes (B)(4) on an unknown date.